Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (other) describe: pelvic inflammatory disease/ hormonal changes') in a 29-year-old female patient who had essure inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi- 35.258), flank pain, rhinorrhea, congestion nasal, sore throat and odynophagia. Concurrent conditions included thyroid disorder nos, ovarian cyst, low grade squamous intraepithelial lesion, postpartum depression, chest wall pain, numbness, vision blurred, dizziness, myalgia, leg pain, stress, dyspnea, cervicalgia, fatigue, nausea, pain ankle and dysfunctional uterine bleeding. Concomitant products included buspirone, cyclobenzaprine, ethinylestradiol;norgestimate (ortho tri-cyclen), furosemide (lasix), ibuprofen (motrin), ketorolac tromethamine (toradol), methylprednisolone (methylprednisolon), orphenadrine citrate and vilazodone hydrochloride (viibryd). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes:mood swings") and feeling abnormal ("brain fog"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced back pain ("back pain"), 1 year 1 month after insertion of essure. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced acne ("acne"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain female/ pelvic pain/chronic"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems/ dental probs"). In (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2018, the patient experienced urinary tract infection ("uti"). In (B)(6) 2018, the patient experienced vulvovaginal mycotic infection ("yeast, infection"). On an unknown date, the patient experienced urticaria ("hives"), arthralgia ("joint pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and nervous system disorder ("nuero condit/prob"). The patient was treated with bupropion hydrochloride (wellbutrin), duloxetine hydrochloride (cymbalta), fluconazole (diflucan), ondansetron hydrochloride (zofran), orphenadrine citrate, paracetamol (acetaminophen) and paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, mood swings, feeling abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, acne, migraine, headache, endometriosis, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, alopecia, abdominal pain, back pain, arthralgia, metrorrhagia, fatigue, gastrointestinal disorder, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013, (B)(6) 2012, (B)(6) 2013. Current weight 273 lbs. The plantiff states that she is currently planning for essure removal because of very serious side effects and deteriorated health since the essure implant ectopic pregnancy mentioned in differential diagnosis ((B)(6) 2015). The plantiff received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: impression: 1. Unremarkable bowel. No inflammatory changes. 2. Normal renal perfusion. No hydro nephrosis. 3. The small and large bowel are normal in caliber with no wall thickening or inflammatory change. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion; on (B)(6) 2015: satisfactory location of essure coils and tubal occlusion bilaterally. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) result- unknown. Pregnancy test urine - on (B)(6) 2015: negative. Spinal x-ray - on (B)(6) 2013: no acute osseous abnormality. Ultrasound pelvis - on (B)(6) 2015: 1. Prominent endometrium measuring 2.3 cm in thickness. Endometrial hyperplasia or endometrial polyp could be considered. 2. Unremarkable ovaries bilaterally. No ovarian mass. No evidence of torsion. 3. Small amount free fluid in the cul-de-sac.; on (B)(6) 2015: 1. Prominent endometrium measuring 2.3 cm in thickness. Endometrial hyperplasia or endometrial polyp could be considered. 2. Unremarkable ovaries bilaterally. No ovarian mass. No evidence of torsion. 3. Small amount free fluid in the cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : back pain, depression, anxiety, headache, migraine, abdominal pain, vaginal bleeding, urinary tract infection, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : reporter information updated. Events added- metrorrhagia, fatigue, gastrointestinal disorder, nausea, nervous system disorder. Lab details added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (other) describe: pelvic inflammatory disease') in a (B)(6) female patient who had essure inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi- 35.258), flank pain, rhinorrhea, congestion nasal, sore throat and odynophagia. Concurrent conditions included thyroid disorder nos, ovarian cyst, low grade squamous intraepithelial lesion, postpartum depression, chest wall pain, numbness, vision blurred, dizziness, myalgia, leg pain, stress, dyspnea, cervicalgia, fatigue, nausea, pain ankle and dysfunctional uterine bleeding. Concomitant products included buspirone, cyclobenzaprine, ethinylestradiol;norgestimate (ortho tri-cyclen), furosemide (lasix), ibuprofen (motrin), ketorolac tromethamine (toradol), methylprednisolone (methylprednisolon), orphenadrine citrate and vilazodone hydrochloride (viibryd). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings") and feeling abnormal ("hormonal changes describe: brain fog"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced back pain ("back pain"), 1 year 1 month after insertion of essure. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced acne ("rashes or skin conditions type: acne"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain female"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced endometriosis ("reproductive system disorder condition type of disorder or condition: endometriosis"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2018, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type:yeast, infection"). On an unknown date, the patient experienced urticaria ("rashes or skin conditions type: hives") and arthralgia ("joint pain"). The patient was treated with bupropion hydrochloride (wellbutrin), duloxetine hydrochloride (cymbalta), fluconazole (diflucan), ondansetron hydrochloride (zofran), orphenadrine citrate, paracetamol (acetaminophen) and paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, mood swings, feeling abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, acne, migraine, headache, endometriosis, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, alopecia, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013, (B)(6) 2012. Current weight (B)(6). The plaintiff states that she is currently planning for essure removal because of very serious side effects and deteriorated health since the essure implant ectopic pregnancy mentioned in differential diagnosis ((B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: impression: unremarkable bowel. No inflammatory changes. Normal renal perfusion. No hydro nephrosis. The small and large bowel are normal in caliber with no wall thickening or inflammatory change. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion; on (B)(6) 2015: satisfactory location of essure coils and tubal occlusion bilaterally. Pregnancy test urine - on (B)(6) 2015: negative. Spinal x-ray - on (B)(6) 2013: no acute osseous abnormality. Ultrasound pelvis - on (B)(6) 2015: prominent endometrium measuring 2.3 cm in thickness. Endometrial hyperplasia or endometrial polyp could be considered. Unremarkable ovaries bilaterally. No ovarian mass. No evidence of torsion. Small amount free fluid in the cul-de-sac.; on (B)(6) 2015: prominent endometrium measuring 2.3 cm in thickness. Endometrial hyperplasia or endometrial polyp could be considered. Unremarkable ovaries bilaterally. No ovarian mass. No evidence of torsion. Small amount free fluid in the cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : back pain, depression, anxiety, headache, migraine, abdominal pain, vaginal bleeding, urinary tract infection, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: plaintiff fact sheet and medical records received : incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- mood swings, feeling abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, pelvic inflammatory disease, depression, anxiety, urticaria, acne, migraine, headache, endometriosis, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, pelvic pain, alopecia, abdominal pain, back pain, arthralgia. Event onset dates updated. Insertion date updated. Medical history and concurrent condition added. Lab details added. Treatment and concomitant products added. Reporter information, patient details, product indication updated. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.